Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. During sample evaluation low drain volume alarm and check patient line alarm were confirmed. The root cause was a faulty membrane gasket which was replaced to solve the issue. Afterwards, visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional issues noted. A should additional relevant information become available, a supplemental report will be submitted.